Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, while sleeping. The cause of death was natural causes. The caller stated that she checked the customer's blood glucose and it was over 800 mg/dl. While she was trying to perform a set and site change, the customer took his last breath. The customer was a double kidney transplant patient from injuries sustained in the line of duty. The caller stated that, in general, the customer was in good health. They do not believe the insulin pump caused the customer's passing. The caller stated that later they found out that the customer's organs had started shutting down, which is what caused the high blood glucose. The customer was not wearing the insulin pump at the time of passing; it had been disconnected for a few minutes. The customer did not use sensors. The insulin pump was lost after the customer's passing. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.